Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. The measurements were gradually increasing. The health care professional (hcp) will continue to monitor the patient. This rv lead remains in service. No adverse patient effects were reported.